Manufacturer narrative:
Low test results; no consequences or impact to patient. An evaluation is in process. A followup report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
No customer returns were available for evaluation. An investigation was performed by evaluating the complaint text, the instrument service history, the current labeling for both the architect system operations manual and the architect ict (na, k, cl) sample diluent insert, and historical data. The customer support representative performed a variety of troubleshooting activities, including replacement of a dirty cuvette drying tip, re-calibration of the sample and r1 pipettors, and addressing sample centrifugation. The issue was isolated to the sample tube the falsely depressed results were generated from. The architect system operations manual provides adequate information for troubleshooting depressed and erratic results. An evaluation was performed by reviewing historical quality data, and no adverse trends of the architect c8000 were identified. Based on the results of the investigation, no single definitive cause for the falsely depressed sodium results was determined. No product deficiency was identified.

Event description:
The account generated a falsely depressed architect sodium of 114 mmol/l on a patient sample that repeated sodium of 139 mmol/l. A new sample tested architect sodium of 136 mmol/l. The account uses a normal range for sodium of 135 to 145 mmol/l and critical range of <120 and >160 mmol/l. No impact to patient management reported.